Manufacturer narrative:
The correct aware date (g3: date received by manufacturer) for the initial MDR MFR report number 1314492-2023-01804 is 05/03/2023.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed close door during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: a1, b3, b5, b6, b7, d9, d10, e1: initial reporter e-mail, h3, h6, h10 b5: the customer provided the following additional information. The "door powered on when the door was pressed." There was no patient involvement. H10: the device was received for evaluation. During functional testing, the reported problem 'close door - the door powers on when the door is pressed' was not reproduced. A review of the event history log revealed multiple "shut door - power off" messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The causes of the condition were determined to be the bent door hooks, the upper and lower link screws being out of specification, and the upper auxiliary. The door hooks, link screws, and upper auxiliary require replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.